Manufacturer narrative:
The device was received with a minicap on the dark blue connector for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye and found the tubing and bushing separated from the patient adapter. Marks were observed on the inside of the tubing matching the ribs of the patient adapter. Clear passage testing and clamp function testing were performed with no issues. Leak testing was performed and a leak was identified at the tubing separation. When the tubing was reconnected to the patient adapter, the device passed the leak test. The reported condition was verified. The cause of the reported separation occurrence was determined to be tubing/bushing separated from the patient adapter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter adapter on a minicap transfer set disconnected from the rest of the set. The minicap transfer set was put in place the day before the event. The patient contacted the hospital following the event and was prescribed antibiotics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.